Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and then hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of over 700 mg/dl. The customer experienced symptoms such as dehydration, nausea, shortness of breath and headache. The customer was treated with fluids and intravenous insulin. It was unknown that auto mode feature was active or not at the time of event. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.